Manufacturer narrative:
The customer indicated that qc was performed prior to the event and was within their ranges. Systmem check ran on 09/19/05 was within specifications. The customer indicated that they have had several events posted to the event log for: (precision pump, qns, ultrasonic pipettor and sample carousel motion errors). It is unclear if the low psa results were flagged as the customer did not provide tray reports. A field service engineer (fse) was dispatched to the customer lab. The fse reviewed the event log and found multiple postings for instrument motion failures and ultrasonic surface detect failures. The fse inspected the instrument and discovered a significant kink in the substrate probe tubing. The fse replaced the substrate probe tubing. The fse found a loose screw to home flag attachment point. The fse tightened the screw. The fse replaced pipettor tip, re-aligned main pipettor and verified the ultrasonic. The fse performed a system diagnostic test and verified that the instrument was working within specifications. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously low psa results on three different patient samples that were generated by the access 2 instrument. The customer indicated that the psa results were 0.1ng/ml for patient a, 0.7ng/ml for patient b, and ",0.1ng/ml for patient c. The psa results were not reported out of the lab. The customer indicated that the patient's (a,b,c) original samples were retested for psa on another instrument in their lab. The psa results obtained from another instrument were: 6.8ng/dl for patient a, 37.8ng/ml for patient b, and 8.5ng/ml for patient c. The customer indicated that they have received no reports of the change to patient treatment that can be attributed to or connected with this event.